Event description:
It was reported that the md attempted to insert the radial artery catheter into the pt's left arm. When the md pulled back the swg after catheter placement, he noticed the swg was frayed. Pt was sent to x-ray where preliminary results showed that a small piece of the coiled wire remained in soft tissue of pt's wrist. The pt's cardiologist was consulted, and the attending md was notified. Per the md, surgeon was consulted and retained piece will be removed.

Manufacturer narrative:
A follow-up report will be filed if more info becomes available.